Event description:
The lead was replaced due to a sudden loss of pacing and lead impedance > 3000 ohms. No patient complications have been reported as a result of this event. It was further reported by the patient that the lead broke. Additional information reported the lead was explanted due to non-capture and a fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor was fractured; full lead was returned for analysis. The lead was replaced due to a sudden loss of pacing and lead impedance > 3000 ohms. No patient complications have been reported as a result of this event. It was further reported by the patient that the lead broke. Additional information reported the lead was explanted due to non-capture and a fracture. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination lead conductor component/subassembly failure device was out of specification in a manner that relates to event capture, failure to impedance, high lead(s), fracture of pace, failure to.